Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to high current drain caused by damage to the hybrid. The root cause of the damage could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported during an attempted implant, no communication could be established with rf wand. The device was replaced. The patient condition was fine.